Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd vps 22ga 0.9mm od 25mm l instaflash leaked the following information was provided by the initial reporter: leakage through the port on top. When did the incident occur? During use. "During injection and infusion into the peripheral venous catheter, it is noted that small amounts of fluid leak up through the injection port. Wet under the patient's hand.¿ ¿peripheral venous catheter is removed from the patient. Researching where the peripheral venous catheter is applied somewhere and it turns out to be in the orthopedic ward e51. Receives information from the nurse in charge regarding refnr: 393280, lotnr: 3172163, however, it cannot be guaranteed 100% that it is precisely the carton that the faulty peripheral venous catheter comes from."

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed leakage from the injection port when a manual leak test was conducted. The sample was then further sent for x-ray analysis. One piece of solid transparent matter was observed and appeared to be stuck between the valve and cannula hub injection port. Upon extracting the valve, a glass-like material was discovered adhered to the valve. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The probable root cause of the leakage is the glass material foreign matter which was stuck between the valve and cannula hub at the injection port, causing a gap between the valve and cannula hub. The manufacturing process was reviewed. There is no glass material used in the assembly process. Therefore, the foreign glass material could have been introduced during product application with other silicate-based device or apparatus (example: medicine in ampoules). As it is not possible to confirm how the product has been used, the root cause cannot be confirmed.

Event description:
Leakage through the port on top. When did the incident occur? During use. "During injection and infusion into the peripheral venous catheter, it is noted that small amounts of fluid leak up through the injection port. Wet under the patient's hand.¿ ¿peripheral venous catheter is removed from the patient. Researching where the peripheral venous catheter is applied somewhere and it turns out to be in the orthopedic ward e51. Receives information from the nurse in charge regarding refnr: 393280, lotnr: 3172163, however, it cannot be guaranteed 100% that it is precisely the carton that the faulty peripheral venous catheter comes from."